Manufacturer narrative:
Date of report: 24dec2018. Date of manufacturer: 21dec2018. Unit restarted when error code occurred. Additional information received sates that unit was not in patient use when the reported error occurred.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19dec2018. The customer verified the error code via the unit's diagnostic logs. The customer cleared the unit's logs and ran the unit for a couple of hours without incidence. The customer returned the unit to service.

Event description:
The customer reported that the unit had error code 3007 (information error). The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.